Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened all the buttons dome switch. No button error alarm noted during testing. The insulin pump had broken battery cap, broken battery tube threads, broken belt clip slot at battery tube threads area, broken reservoir tube lip, cracked case at display window corner and minor scratches on lcd window.

Event description:
It was reported via phone call, that the customer received a button error alarm. Damage to the battery cap was also reported. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.